Event description:
The pump alarm sounded. The iab leaked. The balloon had to be surgically removed from the pt. Inspite of numerous calls to the facility, the iab was never returned to datascope for eval. [Event complications]: iab became entrapped/surgical removal required-rpt'd 10/11/96. [Pt's current status]: unk-rpt'd 10/11/96.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 5/12/98).